Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novalog.

Event description:
It was reported that the customer had high blood glucose levels (330 mg/dl), and ketones. Customer doesn't change her cartridge out until it is empty. Her last cartridge was in use for seven days. Pump passed delivery system check.